Event description:
It was reported that using an unspecified artery access approach during a procedure of the fibro calcific, 85% stenosed, de novo proximal right coronary artery (rca) lesion, the 2.5 x 38 mm xience prime stent delivery system (sds) balloon was pressurized to 2 atmosphere (atm) when a leak of contrast was noted and the balloon did not inflate. The sds was removed with the stent from the anatomy and the stent was not deployed. A second xience stent was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.